Manufacturer narrative:
Device identifier # 10381780267850. The device was returned for evaluation. The device history record (DHR) was reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The complaint was confirmed from the inspection of the unit. The handle is out of adjustment and the shock cushion has moved. Unit received with the upper and lower handles are out of adjustment. Both shock cushions are worn and need to be replaced; unit received with std. Adaptor and not the tri-star adaptor. General maintenance and cleaning required. The complaint is likely caused by wear and tear over time / improper handling. The definite root cause cannot be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the gold handle of an a2009 ultra 360 patient positioning system did not lock and secure arm. It was unknown if there was any patient contact, injury or a surgical delay. Additional information has been requested.